Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence and urethral atrophy. The device was removed. No further patient complications were reported.